Event description:
It was reported that the right ventricular lead exhibited thresholds of 7.5v at 0.5ms and was undersensing; perforation was noted on CT scan. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.